Event description:
It was reported that, after a tka surgery was performed on 2019, the patient experienced a suspected periprosthetic infection. This adverse event was treated with a revision surgery during an unknown date . Patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed on an unknown date due to a suspected periprosthetic infection with date of symptom onset approximately 3 years post implantation. It was communicated that the requested clinical documentation and current patient status are not available. In the absence of the requested medical documentation, clinical factors and/or source of the infection which could have contributed to the reported event could not be definitively concluded; however, although late onset infection post-prosthetic implantation such as the reported occurrence approximately 3 years is rare, the occurrence usually is a result from hematogenous spread (secondary bacteremia due to infection from another site) and would not be a malperformance of the device. The patient impact beyond the reported suspected periprosthetic infection and revision could not be determined. No further medical assessment can be rendered at this time. For the femoral component, device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. For the tibia base and the articular insert, devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. For the offset coupler and the stems, a review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the tibia base, a review of complaint history over 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. For the articular insert, a review of complaint history over 12 months did not reveal similar events for the listed device. For the offset coupler and the stems, a review of complaint history for the part numbers over 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that infection has been identified in possible adverse effects. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. Based on the clinical/medical evaluation conclusions, sterilization review was not performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - clinical code).